Event description:
It was reported that the programmer's screen hinge needed repair. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen hinge needed repair and noted that it was coming loose due to the hinge plate screws being missing and therefore hinge plate screws were added and the hinge plate screws were re-torqued. Analysis also found that the electrocardiogram connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated, and that the system fan was noisy so the fan was replaced. (B)(4).